Manufacturer narrative:
The two blades subject to this MDR were returned for eval. It was visually confirmed that both blades broke at the intersection between the blade and the shank. The returned blades were measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a temporomandibular joint (tmj) oral max surgical procedure two blades broke at the intersection of the blade and shaft. It was also reported that the broken pieces were removed with a forceps and there were no adverse consequences for the pt. It was further reported that there were no delays as a result of this event and procedure was completed successfully.